Manufacturer narrative:
Description of evaluation: method: actual device evaluated; visual inspection. Results: manufacturing process problem. Conclusion: manufacturing deficiency; device failure directly caused event.

Event description:
On (B)(6) 2015 baxter (B)(4) technical support was contacted by the drug information pharmacist from (B)(4) center to report two leaking tpn (total parenteral nutrition) bags. The bags are baxter 2000ml tpn bags, model 740. The tpn bags are used to infuse tpn solution to the patient. The customer stated that one bag leak was discovered while being infused to the patient. The bag was replaced and the pharmacist stated there was no injury to the patient. The second was discovered prior to infusion. There was no patient involved and no operator injury. The bags were returned to baxter (B)(4) quality engineering for evaluation.